Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the priming of the cassette prior to a surgical procedure the system shut itself down. The staff used a new cassette and rebooted and was able to initiate and complete the surgery.

Manufacturer narrative:
The system was manufactured on june 9, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).